Event description:
As reported: "my father recently had a brokers femur. Upper femur had the gamma 4 hip nailing system installed here in ventura, ca. After installation it slowly started jackhammering through his upper femur, hip socket and pelvis and eventually the screw broke through the pelvis and was free flowing in his pelvis area. They had a major surgery to remove the screw and as a result had a full hip replacement. I'm calling you to just talk to somebody about the failed hip gamma 4 hip fracture. We believe it was doctor eyre. We have the hardware in hand unopened from the surgeon that removed it and I'd like to discuss with somebody. We believe the set screw was not properly engaged to one of the three grooves because there's no indication or marks whatsoever in any of the three grooves. There are marks all over the outside of the screw, but once again, the failed femoral hip gamma 4 hip fracture nailing system failed, and my dad's, who's 91".

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The reported event of migrated lag screw could be confirmed, since based on x-ray images provided the reported lag screw medialization could be verified. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU: the operation technique(s) are presented in the appropriate operation technique. The rmf considers that a revision surgery due to cut out or medialization is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition, and primly the respective surgical technique. The basics of the gamma-system are the interaction of nail set [including a set screw] and in combination with lag screw in the proximal area. The intention is to allow the fracture site to subside, if the fracture gap is too big in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw, as part of the nail kit is designed to fit into one of the grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. The file will be closed formally in accordance to our procedures. In case the item and or substantive information will become available in future the file will be reviewed and reopened.

Event description:
As reported: "my father recently had a brokers femur. Upper femur had the gamma 4 hip nailing system installed here in (B)(6). After installation it slowly started jackhammering through his upper femur, hip socket and pelvis and eventually the screw broke through the pelvis and was free flowing in his pelvis area. They had a major surgery to remove the screw and as a result had a full hip replacement. I'm calling you to just talk to somebody about the failed hip gamma 4 hip fracture. We believe it was doctor (B)(6). We have the hardware in hand unopened from the surgeon that removed it and I'd like to discuss with somebody. We believe the set screw was not properly engaged to one of the three grooves because there's no indication or marks whatsoever in any of the three grooves. There are marks all over the outside of the screw, but once again, the failed femoral hip gamma 4 hip fracture nailing system failed, and my dad's, who's (B)(6)".